Event description:
An eyecare practitioner has reported that a consumer presented with 3 to 4 very dense central corneal infiltrates with overlying staining associated with wear of focus night and day lenses. Wear history of 30 day extended wear schedule. The pt experienced mild pain, but no anterior chamber reaction: the pt was referred for treatment, and the event resolved with no scarring. No further info is available at this time.